Manufacturer narrative:
This report was filed in error as there is no indication that the t8 lead had caused or contributed to the issue.

Event description:
There is no indication that the t8 device caused or contributed to the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
Related manufacturer reference number: 1627487-2019-13869, 1627487-2019-13873. It was reported that when the patient's t9 lead is turned off, the patient can feel the lead pushing on her nerve. The patient may undergo surgical intervention.